Manufacturer narrative:
Section d1: brand name was corrected . Section d4: UDI and catalog number were corrected. Manufacturer¿s investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported right heart failure and cardiac arrhythmia could not be conclusively determined through this evaluation. The controller event log file captured the system operating as intended at the set speed for the duration of the file. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and no further related issues have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing and quality assurance specification. The heartmate 3 (hm3) left ventricular assist system (lvas) instructions for use (IFU), is currently available. Section 1 of this IFU lists right heart failure and cardiac arrhythmia as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. Additionally, section 6 ¿patient care and management¿ lists arrhythmia as a potential late postimplant complication that may be associated with the use of heartmate 3 lvas. Section 6 (under "right heart failure") discusses the potential development of right heart failure following implant and outlines the associated treatment options, including rvad placement. Section 6 (under caution!) States: "right heart failure can occur following implantation of the pump. Right ventricular dysfunction, especially when combined with elevated pulmonary vascular resistance, may limit the effectiveness of the left ventricular assist system due to reduced filling of the pump". No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had a left ventricular assist device (lvad) and a right ventricular assist device (rvad) implanted. The patient had an ablation procedure one week after implantation of their lvad. The patient had a history of ventricular tachycardia prior to lvad implantation. The patient's plan of care was originally to undergo a second ablation and then work on removing the rvad, but the planned ablation and rvad explantation were canceled and not performed. Related MFR # 2916596-2024-01198.